Manufacturer narrative:
Other, other text: the customer indicated that the product used for this event was returned to service; therefore, the device was not returned. The device log was reviewed. An over temperature watchdog should only occur when the internal temperature reaches 71c and the device log showed the device reached a maximum temperature of 71.09c. The provided data shows the device shutdown is likely due to overheating. A service history record review reveals that this unit was in the field for over four (4) months with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device is powering off without any alarms while engaged in monitoring. No patient impact or consequences were reported.